Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect has been verified and repaired. The following repair activities were performed per service manual operational and diagnostic analysis confirmed reported issue (pump drawing air into the fill chamber). Replaced springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue and replaced damage console cover. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Per sb, performed cpld version upgraded to 1.7 and performed software upgrade to 3.11. (See form in attachments). A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
A 284002 fms vue pump. Shoulder scope. No patient harm. No delay. Surgery completed with another fms pump. Pump drawing air into the fill chamber. Customer owned product.